Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1. They cycled power off and on to se 2367. They cycled power off and on to press go to start prompt. They explained the alarms and the caregiver (cg) stated the hp forgot to close a spare supply line. The hp would finish that night's therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 in regards to a system error 2240 alarm and the patient was able to resume therapy the next day after starting over with new supplies. The patient had accidentally left the clamp open on the unused supply line. They did discuss the alarm with their nurse. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2011 in regards to a system error 2240 alarm and she had already discussed the alarm with the patient. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - clamp open. The label review found the labeling adequate for the use error in this complaint.